Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient¿s diagnosis of staphylococcus epidermidis peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and the utilization of the liberty cycler set. Additionally, there is no allegation of a leak or defect reported for the liberty cycler set for this event. The cause of the patient¿s peritonitis has been attributed to touch contamination by the patient. The pd effluent culture result of staphylococcus epidermidis supports the touch contamination cause as staphylococcus epidermidis is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as causing or contributing to the patient¿s peritonitis. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact for this peritoneal dialysis (pd) patient reported that the patient was experiencing drain complications and has experienced fibrin and infections in the past. Technical support conducted a follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) who was aware of the patient¿s infection and stated that it was being treated. Additional information was obtained through follow-up with the pdrn. The pdrn clarified that the patient has had one infection. The patient presented to the pd clinic with a cloudy pd effluent bag. The patient did not report any physical symptoms. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown) to be administered during a mid-day manual exchange with a long dwell (time not provided). The patient¿s white cell count was reported to be 395 (unknown units). The culture resulted positive for staphylococcus epidermidis. The patient¿s white cell count was checked again with a value of 180 (unknown units) and again with a value of 31 (unknown units). The cause of the peritonitis has been attributed to touch contamination by the patient. There was no issue with the liberty select cycler and no reported cassette leak reported for this event. The patient did not require hospitalization for this event. The patient has continued to complete pd therapy during recovery.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Event description:
A patient contact for this peritoneal dialysis (pd) patient reported that the patient was experiencing drain complications and has experienced fibrin and infections in the past. Technical support conducted a follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) who was aware of the patient¿s infection and stated that it was being treated. Additional information was obtained through follow-up with the pdrn. The pdrn clarified that the patient has had one infection. The patient presented to the pd clinic with a cloudy pd effluent bag. The patient did not report any physical symptoms. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown) to be administered during a mid-day manual exchange with a long dwell (time not provided). The patient¿s white cell count was reported to be 395 (unknown units). The culture resulted positive for staphylococcus epidermidis. The patient¿s white cell count was checked again with a value of 180 (unknown units) and again with a value of 31 (unknown units). The cause of the peritonitis has been attributed to touch contamination by the patient. There was no issue with the liberty select cycler and no reported cassette leak reported for this event. The patient did not require hospitalization for this event. The patient has continued to complete pd therapy during recovery.

Manufacturer narrative:
Correction: h6

Event description:
A patient contact for this peritoneal dialysis (pd) patient reported that the patient was experiencing drain complications and has experienced fibrin and infections in the past. Technical support conducted a follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) who was aware of the patient¿s infection and stated that it was being treated. Additional information was obtained through follow-up with the pdrn. The pdrn clarified that the patient has had one infection. The patient presented to the pd clinic with a cloudy pd effluent bag. The patient did not report any physical symptoms. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown) to be administered during a mid-day manual exchange with a long dwell (time not provided). The patient¿s white cell count was reported to be 395 (unknown units). The culture resulted positive for staphylococcus epidermidis. The patient¿s white cell count was checked again with a value of 180 (unknown units) and again with a value of 31 (unknown units). The cause of the peritonitis has been attributed to touch contamination by the patient. There was no issue with the liberty select cycler and no reported cassette leak reported for this event. The patient did not require hospitalization for this event. The patient has continued to complete pd therapy during recovery.